Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the proximal portion of the rv lead was evaluated by the physician and no insulation damage was noted. The lead was actually surgically abandonded (not explanted). It was anticipated the generator would be returned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system exhibited loss of capture and noise with oversensing that lead to pacing inhibition. Impedances were stable at 700 to 800 ohms. The noise and oversensing were able to be reproduced with isometrics, and noise was also reproduced with tapping over the generator. Asystole greater than two seconds was observed; the patient did complain of some dizzy spells, but did not have any syncopal events. Surgical intervention was performed and the generator and rv lead were explanted, and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A high power visual inspection of the device header and lead barrels noted no irregularities. All seal plugs were intact, all medical adhesive was properly attached to the header, the header was solidly attached to the pg case, and no obstructions were noted in the lead barrels. Faint seal ring marks were seen in both lead barrels, and were in a location that indicated full lead insertion. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The atrial and ventricle outputs were connected to 500 loads with the device in ddd mode. No noise was noted on the electrogram (egm) and event markers. The device case and header were tapped on and the seal plugs were pressed several times, and again, no noise was noted on the egms and event markers. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm the observations from the field.